Event description:
It was reported that patient was admitted on (B)(6) 2024 for gastrointestinal bleed. The patient was transfused blood products. An esophagogastroduodenoscopy (egd) on 17sep2023 showed angioectasias which was treated with clips. They also had capsule study on 17sep2023 which showed small amounts of blood. The bleeding resolved for this admission. Historically related MFR's for gastrointestinal bleeding: 2916596-2024-02174 and 2916596-2024-02567.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2023. The patient was transfused. An esophagogastroduodenoscopy (egd) on (B)(6) 2023 showed angioectasias which was treated with clips. They also had capsule study on (B)(6) 2023 which showed small amounts of blood. The bleeding resolved for this admission.

Manufacturer narrative:
Section b5: corrected. Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.